Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. The high voltage right ventricular (rv) lead presented signs of high defibrillation impedance. Impedance levels on rv lead had approximately doubled. No intervention was performed and patient is being monitored. Patient was in stable condition.